Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. It has not been received for failure analysis investigations.

Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "while using robotic scissor the jaws of the instrument snapped while inside the body cavity." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during surgery. The jaws of the instrument snapped in two pieces in the patient. It is unknown what task was being performed when the fragment fell into the patient and how they were removed, but all pieces recovered. It was confirmed all fragments were retrieved via x-ray. The cable was intact as far as reported. A new instrument was used to finish the surgery. No additional surgical procedure was required. No complications with the patient. The patient did not return for post-surgical complications. The instrument is not available for return to isi. The procedure was completed robotically.